Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was a broken needle. The sensor was inserted into the arm on (B)(6) 2019. No product was provided for evaluation. Confirmation of the reported broken needle could not be determined. A probable cause could not be determined. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019 that on (B)(6)2019, there was a broken needle. The sensor was inserted into the arm on (B)(6)2019. A sensor applicator was returned for evaluation. Based on visual inspection, the applicator was fully deployed. The reported event of a needle retraction issue could not be confirmed. A probable cause could not be determined. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.